Event description:
The end user reported while unloading a patient from the ambulance at the hospital the safety bar allegedly did not engage with the hook and the stretcher lowered to the ground. No injury to the patient or medics was reported.

Manufacturer narrative:
A visual and functional evaluation of the subject stretcher was conducted by an authorized field technician at the customer's location. It was observed the safety bail assembly had a weak return spring and there was friction in the bushings which may have attributed to an incomplete return of the safety bail in one direction. This observation was repaired and the stretcher was cleaned and lubricated. The observed issue should be inspected on a routine basis due to the age of the stretcher and the high use nature of the subassembly.

Event description:
The end user reported while unloading a patient from the ambulance at the hospital the safety bail allegedly did not engage with the hook and the stretcher lowered to the ground. No injury to the patient or medics was reported.